Event description:
It was reported that there was an atrial lead waning due to low impedance. Noise was also reported on the atrial lead. Bipolar impedance measured higher than unipolar impedance. The lead remains in use. No patient complications have been reported as a result fo this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.